Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video scope ec38-i10f2. In the event reported, it was stated that the insertion tube loosened, leaky. Image disturbance during angulation. The anomaly was observed in the reprocessing room during inspection. There was no adverse event reported with this complaint. No additional information was provided this complaint.

Manufacturer narrative:
This device is not available for sale in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.